Event description:
It was reported the patient's husband called to report the patient is hospitalized after receiving several shocks that "almost killed her". It was reported the defibrillator "went off" in the "top half of her heart", that the "setting was wrong", and that the voltage was "too high". The husband would not give any patient or device information. Follow up cannot be performed to determine if any interventions occurred. The device remains in use at the time of the phone call. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.